Manufacturer narrative:
The device was returned for analysis. Visual inspection found the tip bent and very little dried solution visible in loading deck and tip. Cause of damage could not be determined. Functional testing could not be performed due to the damage. A device history record (DHR) could not be performed as the lot number was not provided and is unknown. Based on the information available, the root cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens trailing haptic was noticed broken off after insertion of lens into the patient¿s right eye. The lens and haptic were removed intraoperatively and a back-up lens of same model and diopter was implanted. Reportedly, incision was enlarged to remove the lens; however, suture was not required at completion of case. Current patient prognosis described as ¿there were no issues for patient.¿ additional information has been requested, but has not been received.